Manufacturer narrative:
This was initially reported on the summary report dated october 14, 2015 under exemption e2013032.

Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced mesh erosion, bleeding, vaginal contracture, vaginal stricture, pain, discomfort, cystitis cystica and scarring. The device was partially explanted. Furthermore, it was reported that the plaintiff died. The cause of death was reported as anterior wall myocardial infarction due to hypercholesteremia and tobacco use. Related to MFR # 2183959-2016-00051.